Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a female pt at 200 joules in cardiac arrest, using electrode pads, a popping noise was heard and the smell of burning hair/skin. Complainant indicated that the pt subsequently expired.